Manufacturer narrative:
Investigation summary: 1 sample was received and tested by our quality team with the customer's complaint of leakage. The set was primed and infused at 5ml/hr for 2 hours and no leakage was noticed. The set performed as intended and no leakage was realized even after a leak was attempted to be forced. The complaint could not be verified and the root cause of this issue is unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that dilaudid line found leaking at filter connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.